Manufacturer narrative:
Concomitant medical products: product ID: 97715, serial#: (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator for non-malignant pain. It was reported that starting a couple of weeks prior to the report, confirmed as (B)(6) 2019, the location of stimulation has changed from the legs to the anus and vagina. X-rays were ordered, and neither the patient nor the health care provider tried reprogramming. There was no fall/trauma noted to be related. There were no further complications reported.